Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 45 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of vaginal bleeding, vaginal pain, abdominal pain, cancer, smoker, cesarean section, appendectomy, hypertension, depression, headache, abdominal distension, hypokalemia, tobacco user, cesarean section, hypothyroidism, hypertension, anxiety, abnormal uterine bleeding and ovarian cyst. On (B)(6) 2023,, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. On an unknown date, the patient had essure inserted. The patient was treated with surgery (total abdominal hysterectomy with bilateral salpingectomy and left oophorectomy, lysis of omental ad). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2023: clinical information: large complex left ovarian cyst, abnormal uterine bleeding tissue submitted: (a) uterus, and right fallopian tube (b) ovarian cyst, left complex final diagnosis: (a) submitted as "uterus and right fallopian tube", hysterectomy with right salpingectomy: secretory-type endometrium. Adenomyosis. Multiple leiomyomas. Cervix with chronic cervicitis. Fallopian tube with no significant pathologic alteration. (B) submitted as "left complex ovarian cyst': benign mucinous cystadenoma of the ovary, measuring 21 cm. In greatest dimension. Fallopian tube with unremarkable morphology. Gross description: uterus and right fallopian tube-a silver metallic coil ligation device is present within the right fallopian tube. Left fallopian tube sectioning displays a silver metallic coiled ligation device and a tan, pinpoint lum. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 10-nov-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 45 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of vaginal bleeding, vaginal pain, abdominal pain, cancer, smoker, cesarean section, appendectomy, hypertension, depression, headache, abdominal distension, hypokalemia, tobacco user, cesarean section, hypothyroidism, hypertension, anxiety, abnormal uterine bleeding and ovarian cyst. On (B)(6) 2023,, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. On an unknown date, the patient had essure inserted. The patient was treated with surgery (total abdominal hysterectomy with bilateral salpingectomy and left oophorectomy, lysis of omental ad). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2023: clinical information: large complex left ovarian cyst, abnormal uterine bleeding; tissue submitted: (a) uterus, and right fallopian tube (b) ovarian cyst, left complex final diagnosis: (a) submitted as "uterus and right fallopian tube", hysterectomy with right salpingectomy: secretory-type endometrium. Adenomyosis. Multiple leiomyomas. Cervix with chronic cervicitis. Fallopian tube with no significant pathologic alteration. (B) submitted as "left complex ovarian cyst': benign mucinous cystadenoma of the ovary, measuring 21 cm. In greatest dimension. Fallopian tube with unremarkable morphology. Gross description: uterus and right fallopian tube-a silver metallic coil ligation device is present within the right fallopian tube. Left fallopian tube sectioning displays a silver metallic coiled ligation device and a tan, pinpoint lum. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.